Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system regarding a yellow alert received due to an accelerated ventricular arrhythmia episode. However, the health care professional (hcp) did not feel that the anti-tachycardia pacing (atp) accelerated the patient's rhythm, but rather that the rhythm began to increase in rate prior to atp delivery. Upon review, technical services (ts) explained that the rhythm was dual tachycardia with atrial fibrillation (af) and polymorphic ventricular tachycardia/ventricular fibrillation (vt/vf). The device was set to vt 170 beats per minute (bpm) and vf 220 bpm. The ventricular rate at onset was 203 beats per minute (bpm) and was detected in the vt zone. Additionally, ts noted that it was unlikely that the atp was capturing due to the fast, polymorphic nature the arrhythmia. However post-atp, there was a clear shift in the rhythm morphology and rate into true vf with a rate of 290 bpm. Subsequently, a 41j shock successfuly terminated the vf. It was difficult to determine whether this was patient condition or rhythm acceleration. This crt-d remains in service. No additional adverse patient effects were reported.